Manufacturer narrative:
Journal reference: paluzzi, et al. "Operative and hardware complications of deep brain stimulation for movement disorders." British journal of neurosurgery, 2006, 20:290-295.

Event description:
One patient experienced a subcutaneous hematoma in the neck at the lead extension site. The hematoma developed into an infection and the entire system was explanted/replaced at six months post implant. System includes: two dbs leads, two extensions and one ipg.